Event description:
It was reported via the customer, that after a case, a broken bur fragment was stuck inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the bur broke due to issues identified with the associated attachment (5407fa2000 (B)(4). The broken router was observed as stuck in attachment due to corrosion which could potentially result in the router break.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned with associated attachment.

Event description:
It was reported via the customer, that after a case, a broken bur fragment was stuck inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.